Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "firmware update needed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including a full range of tests without duplicating the report. It's important to mention that a calibration due message was observed at the time of the evaluation, but we were unable to firmly establish this was related to the customer report. The device was recalibrated, recertified and returned to the customer. No trend is associated with reports of this type.